Event description:
It was reported that during a ptca/stent procedure a guide wire separation occurred. After removal of the delivery system and guide wires, guide wire separation was noted. No pt injury was associated with this event.

Manufacturer narrative:
The following info from section f was completed by the MFR. H3: device evaluation summary attached. H6: evaluation codes updated. Qualtiy assurance analysis of the returned device revealed the unit was returned with the distal portion of the guide wire still inside the stent delivery system. The core had separated at the location of the hypotube. Quality engineering concluded based on sem that the shaping ribbon showed evidence of flexural overload, which exceeded the design limits of the device. The instructions for use states as a warning that "the user should never push, auger, withdraw or torque a guide wire which meets resistance." Quality engineering concluded that no corrective action is warranted at this time. As part of co's quality process, 100% of all guide wires are inspected during the packaging phase of mfg microscopically for damage, bends and kinks to ensure proper device structure and integrity. This MDR is considered closed by the quality assurance deapartment.